Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "partial deflation".

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on (B)(6) 2022, with lot number 624254. Visual analysis of the returned device identified, total delamination of the valve, wear abrasion, and crease flat. Leak test and microscopic analysis was performed which identified, crack valve and total delamination of the valve. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve. Total delamination of the valve assessed, as adhesive failure.